Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code was found in the device's error log. A failure to the active exhalation control module occurred due to a clogging between the inline filter and blr tubes. The proximal inline filter was replaced to address the issue. Additionally, contamination was confirmed and the muffler assembly and flow sensor were replaced. Final test, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly.